Event description:
Rn placed IV safety needle device which would not disconnect from IV catheter. Pt. Sustained another stick to obtain IV access. IV catheter involved in event is available for return to manufacturer for investigation. Manufacturer response for intravenous infusion device, nexiva (per site reporter). On [redacted], email sent to product complaints regarding equipment failure. Equipment involved in event is available for the return to the manufacture with mailing label provided by manufacturer.